Event description:
It was reported that the pt showed high lead impedances on diagnostics test. No pt manipulation or trauma was reported. Pt hasn't come into the office for follow up in 1.5 years. Pt's device was turned off. Pt has been seizure free for two years, hence they plan to not replace vns as of right now and keep pt on medications. X-rays were taken and are on their way to MFR for further review. Good faith attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.